Event description:
(B)(6) ¿ high and rising threshold ¿ extracted pacesetter lead extraction x 2 from 1998. (B)(6)- just got it out of the way and easy to take out after atrial lead. Reference report: mw5119529. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).